Event description:
It was reported the patient did not experience any paresthesia sensation despite increasing both the stimulation amplitude and pulse width to their maximums. The trial lead was reportedly ¿inserted smoothly¿ and connected to the external neurostimulator (ens) with a multi-lead trialing cable (mltc) without issue. The connection was rechecked and impedances testing was performed and found impedances to be ¿within normal value for the most electrodes.¿ the ens and mltc were then replaced; however the results remained ¿the same.¿ the patient¿s lead was then replaced as a result and ¿the outcome was good after replacing the lead.¿ there was ¿no¿ patient harm, injury, or death due to the event. Additional information has been requested; a supplemental report will be filed if additional information is received.

Event description:
Additional information reported that "no further complications" had occurred as of the date of follow-up. The patient was reportedly "doing great and the therapy was effective" at that time.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, lot# 0207712164, implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type: lead. (B)(4).